Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side rupture. The device has been explanted.

Event description:
Health professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified the device was seen ruptured and the patch was not clearly visible. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.